Event description:
The facility's biomedical engineer reported an infusion pump with no audible alarm. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information was provided.